Event description:
Shock trauma air rescue service had a 2024 model of the laerdal compact suction unit 4 (lcsu 4) on their helicopter during a mission en route to a patient. The lcsu 4 reportedly had a motherboard failure, resulting in smoke in the helicopter. This led to an emergency unscheduled landing and abandonment of the mission. There was no patient involvement. This incident occurred in canada.

Manufacturer narrative:
Laerdal received the lcsu4 unit 7/3/2025 and began the investigation which concluded 7/29/2025. The scope of the investigation included a comprehensive review of the product's history, verification of the lcsu 4's compliance with applicable technical requirements and standards, analysis of related incidents and customer complaints, examination of change logs, and a detailed design review of the lcsu 4 main board. Information was requested from the customer related to the use of the device. The investigation findings are the following: the serial number of the device indicates that it is a non-rtca lcsu 4, which is not indicated for use in an aircraft. The device was permanently installed in the aircarft, and the dc cable, integral to the lcsu4's surge protection system, was cut and hardwired directly to the helicopter's 14v power supply. The lcsu 4 was both charged and used in the helicopter which is prohibited by the user guide. The user guide contains the following restrictions related to use relevant for this customer complaint: "notes: - use only laerdal accessories supplied directly by laerdal medical or one of its authorized distributors to ensure that the lcsu 4 operates satisfactorily. Cautions · only use canisters, tubes and accessories that are approved for the device by laerdal medical. · do not use the lcsu 4 under environmental conditions that are outside ranges specified. · changes or modifications not expressly approved by laerdal medical could void the user's authority to operate the equipment. · unauthorized service attempts, opening or tampering with the lcsu 4 or its electrical components can damage or disable the device, and will void the limited warranty. · cat. No. 880052/880062 are approved according to rtca/do-160g section 21 category m but limited to battery operation use only. Use of the ac/dc adapter charger (cat. No. 886111) or dc power cord (cat. No. 884500) for charging or operation inside an aircraft must be avoided. · cat. No. 880051/880061 are not approved for use in aircrafts external power source lcsu 4 can be run from external power by use of the ac/dc adapter charger included. Plug the dc connector of the ac/dc adapter charger into the lcsu 4 12v dc power input connection. Plug the ac plug to mains power socket. It is normal that the adapter becomes warm when in use dc power-cord (cat. No. 884500) dc power-cord for connection to vehicle 12v dc is required. Plug the smaller power connector into the lcsu 4 12v dc power input connection. Plug the larger connector into the vehicle 12v dc power receptacle. Warning potential for electrical shock. Do not attempt to open or disassemble pump or electrical accessories. Specification: power-cord dc (12 v) dry location use only ac/dc adapter charger (dry location use only) input: 100-240 v, 50-60 hz, 1.2 a output: +12 v, 3.4 a" the labeling provided in the user guide is sufficient for the customer to understand that the lcsu 4 standard version is not intended to be used in an aircraft. The labeling provided is sufficient for the customer to understand that modifying the device or accessories is not allowed and may lead to hazardous situations. The labeling provided is sufficient for the customer to understand that the lcsu 4 is not to be charged in an aircraft.

Event description:
Shock trauma air rescue service had a 2024 model of the laerdal compact suction unit 4 (lcsu 4) on their helicopter during a mission en route to a patient. The lcsu 4 reportedly had a motherboard failure, resulting in smoke in the helicopter. This led to an emergency unscheduled landing and abandonment of the mission. There was no patient involvement. This incident occurred in canada.